Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on escape, act and up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump glitched and was no longer working. The keypad was unresponsive. The device froze so they took the battery out. They received a battery out limit alarm after reinserting the battery. They were unable to clear the alarm. The time on the device was incorrect but it was moving forward. The customer¿s blood glucose level during the incident was 205 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.